Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, difficulty was encountered with inserting the rv pace/sense pin into the device header. It was noted that the spring contact appeared to be blocking advancement of the lead. The lead was successfully inserted into the device header after troubleshooting. This product remains implanted and in service. No adverse patient effects were reported.